Manufacturer narrative:
Age at time of event: over 60 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr sheared off the sheath. The target lesion was located in the anterior and posterior tibial. A 1.50mm rotalink plus was used in conjunction with a non bsc sheath for atherectomy procedure. However, it was noted that part of the ptfe sheath looks like it unraveled into the burr or by the burr and trailed the burr out of the sheath as the burr did not have good support through the sheath. The burr was not in the center of the sheath and it sheared off a piece of sheath. The burr was still intact and the strand was dangling from the end of the burr. The procedure was completed with this device. No patient complications reported and patient's condition is fine.